Event description:
It was reported that during use of the left ventricular (lv) lead it was noted that effective bi-ventricular pacing percentage changed and there was an attempt to reprogram the lv lead polarity to provide more effective pacing. However, the attempt to re-program the lv lead was unsuccessful due to the lead pulling back/dislodged into the coronary sinus and was non-functional. The crt-d mode was then reprogramed to promote intrinsic conduction. The physician was unable to gain venous access past the patient's midline due to right atrial (ra) lead and right ventricular (rv) lead loss of slack and because of this the physician decided to remove the lv lead and ra lead to create more room in the vein. Even after removing the lv lead and ra lead, no sheath larger than 4f was able to cross the midline. Ultimately, the physician decided the best course of action for the patient was to add slack to the existing rv lead, secure the lead in the pocket, and replace the crt-d with a single-chamber crt-d, and closed the pocket. With the crt-d downgrade no new ra lead or lv lead were implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.